Event description:
It was reported a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering the device on thereby confirming the customer's allegation. However, further testing was unable to reproduce this condition. The issue was determined to have been caused by a seized motor. The failed motor assembly was replaced.